Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for bilateral peripheral artery disease in common iliac artery using gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). In (B)(6) 2024, a follow-up CT scan showed the vbx devices had no problem and were patent. On (B)(6) 2024, the patient¿s pulse wave was decreased, so a CT scan was performed, which revealed that compression of vbx device on the right side. The compression was shown on the proximal part only. The patient had no symptoms and blood flow was also remaining. On (B)(6) 2024, a reintervention was performed. The details were unknown. It is unknown which device was implanted in the right side.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog # bxa077901j, serial # (B)(6), UDI (B)(4). H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.